Manufacturer narrative:
The device was returned to the service center for evaluation. A performed a visual inspection performed on the returned device and was able to confirm the distal end jaws locked up (closed position); unable to open the jaws when handle was manipulated. The legs that connect to the jaws were noted bent that cause the jaws to not open. The flare is intact and has no cracks. There is evidence of tissue build up noted on the blade. Additionally, the blade does not fully extend and retract due to the bent legs. The lock function engages/release as design. Based on the reported complaint the cause of the bent legs and misaligned jaws is due to excessive stress and force attributed to mishandling.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during an unspecified procedure, the device jaws became stuck closed and would not release. The intended procedure was completed with a similar. There was no patient injury reported.